Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding patient receiving morphine via an implantable pump. The indication use was for non-malignant and failed back surgery syndrome. The patient representative stated that the patient was in the hospital, and they were trying to figure out what was going on with the patient. The patient representative mentioned that since the patient got a new pump, they have experienced weight loss, falls from the wheelchair, and not coherent and not thinking straight. The patient fell asleep in the car and when she got home her eyes were rolled back in her head and she had to be restrained. The patient was throwing up bile and not doing well. They did some tests and took the patient home. The grandson came and turned the pump off. The patient has been out of town the whole time except for waking up briefly to get a drink and then she was back out. The patient was not sure who requested the pump to be turned off. The patient missed a refill last tuesday and the pump was alarming, and the patient was out of medication for several days. The rep did not know what drug was in the pump at the time of the refill. The rep was asked if the pump had ever been low like that before and the caller states no, the patient would go through withdrawal symptoms, and they would change the dose. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient representative stated that "sometime approximately back in 2009", the "doctor put in the wrong medication or something¿ and the patient had gone through withdrawal. The patient had to be restrained and was not responding." An agent asked event date, but the rep did not know.